Event description:
Customer reported receiving an occlusion alarm and chose not to troubleshoot the issue, therefore no additional information was received. There was no reported impact to the customer¿s blood glucose level.